Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer was given information on how to reset the pump by technical support, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.